Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok, up, and contrast buttons were worn and sometimes had a delayed response. The patient reported noticing the issue occurring for about a month. The patient confirmed no trauma to the pump and no damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a wet cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The keypad buttons were found to be worn, which has no effect on insulin delivery. During testing, the keypad buttons responded appropriately. The original complaint of the up arrow, ok and contrast buttons delayed response was not confirmed or duplicated. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.